Event description:
The manufacturer received information from a customer that a ventilator inoperative condition occurred on a trilogy evo device while in patient use. The alarm occurred when the device was switched to standby mode after the patient's mask was removed. It is noted that during the day, oxygen therapy was used, and the trilogy evo was used during naps and at night. There was no serious patient harm or injury that occurred or was reported. The device has not yet been returned for evaluation. Good faith efforts are actively being made to have the device returned for evaluation. If the device is returned and evaluated, a follow-up report will be submitted with the evaluation results.

Manufacturer narrative:
The manufacturer previously reported information from a customer that a ventilator inoperative condition occurred on a trilogy evo device while in patient use. The alarm occurred when the device was switched to standby mode after the patient's mask was removed. It is noted that during the day, oxygen therapy was used, and the trilogy evo was used during naps and at night. There was no serious patient harm or injury that occurred or was reported. The trilogy evo device was returned and evaluated by the manufacturer's service center. The service technician states that the ventilator inoperative alarm was duplicated during an operational check. A ventilator inoperative error code relating to a 'machine flow sensor drift high' was found in the device's error log. This indicates that the flow sensor deviated from the standard. The service technician states that the flow sensor was replaced to resolve the error. It is noted that restoration work was also performed as corrective action. The error no longer occurred. Periodic 2 maintenance was performed. The air inlet foam filter, particulate filter, and muffler assembly were replaced for maintenance. Final testing, battery check, valve check, run in testing, and cleaning were also performed. The unit operated properly.